Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for needle clog & breaks off during use npe. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the non-patient end of the unspecified bd¿ pen needle broke during use in the "baslagar pen". The pen needle reportedly broke while the rep was troubleshooting the pen to find out why it was malfunctioning and not allowing insulin to flow through it. The following information was provided by the initial reporter: rep calling in case with a broken non patient end needle in baslagar pen. This needle was found in this situation when the rep tried to trouble shoot the consumers pen that was not working or allowing the insulin to go thru it. The rep informed consumer to remove the needle and then noted the needle broke off within the pen.